Event description:
It was reported that during patient use, the ventilator alarmed both high air and high o2 inlet pressure, and the oxygen was leaking out from the bottom of the ventilator. The patient began to desaturate and was manually ventilated while moved to another ventilator. No serious injury to patient was noted. In the service screen, the air inlet pressure was 53.6 psi, the o2 inlet pressure was 27.6 psi, and the o2 psol was 0.353 lpm. The debug logs show that ventilation was not interrupted and continued to ventilate patient.